Event description:
A medtronic rep reported while the surgeon was using the s7 system and doing a touch n go registration, it displayed the probe flipped l/r. There was no impact on the pt's outcome reported.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.